Event description:
The trilogy ev300 was evaluated by a philips field service engineer and during evaluation, the device failed testing during evaluation. There was no patient involvement, and no harm or injury reported. At this time, the manufacturer is unable to confirm the alleged malfunction. If additional information is received, a follow-up report will be filed. Additional findings not related to the malfunction/issue: the rear case enclosure was damaged and required replacement including the seam gasket.

Manufacturer narrative:
The device was returned to the manufacturer's service center and evaluation completed with the following findings: during the evaluation, the device failed a test step for keypad test: start/stop key. The keypad required replacement to address this issue. After replacement of the keypad, the device was re-testing and passed all testing. The coding grid has been updated to represent the device failure and repair.